Event description:
The following was reported by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery performed by surgeon at the hospital. On (B)(6) 2010 - complications developed as a result of the surgery and those complications continue and worsened over the next few days requiring re-admission to the hospital for additional surgery. On (B)(6) 2010 - the patient underwent a second surgery performed by surgeon at hospital which resulted in additional complications and injuries. The attorney alleges the surgeon used defective medical patches during the surgery performed on the patient and the patient has suffered and continues to suffer severe physical pain.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A correspondence from the patient's attorney indicated no further information will be provided. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the alleged device caused or contributed to the reported event. The attorney did not allege a specific bard product, a device failure and medical records have not been provided. Product identifiers have not been provided therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.